Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9815 apollorf¿ mp50, aspirating ablator, 50°, multi-port had an issue, the distal tip broke and fell of rf. This was discovered during use with no impact to the patient. Additional information has been requested. On 09/09/2022, the sales representative replied via email and stated the following information: this event occurred during an acl revision procedure on (B)(6) 2022. The device was inserted into the joint, they started ablation of a couple of intervals of a few seconds each with pauses in between until noticing the white ring had fallen off. The instrument broke inside the patient and all fragments were removed. The device was discarded by the facility. There were no alarm messages, and the ablator did not come in contact with any other devices during use. The case was completed as scheduled. The patient is fine to date. On 9/23/2022, the sales representative called and stated the following information via phone: an x-ray of the patient was taken after the original surgery, and the surgeon deemed a revision surgery necessary to remove the hardware from the patient. The revision surgery took place on (B)(6) 2022, was performed by the same surgeon who initially performed the surgery, and the fragment was fully removed from the patient, verified by another x-ray taken during the surgery. The patient is fine to date, a picture of the removed fragment will be sent via email.